Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying inaccurately high readings compared to her feelings or normal results and inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2013 in the mornings. The patient reported she obtained readings of¿600 and 800 or 900mg/dl¿ the patient reported using self adjusting insulin to manage her diabetes. The patient denied making any changes to her usual diabetes management routine. The patient reported 5 minutes after the alleged issue occurred, her blood pressure increased. The patient reported during (B)(6) 2013, she was tested by an emergency medical services (ems) meter and a reading of ¿170mg/dl¿ was obtained. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported she was treated with fast acting insulin as treatment. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement and the patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she obtained severely high blood glucose readings and was treated by ems with insulin.